Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open lower anterior resection, the device fired and the surgeon was able to perform full and complete squeezes of the handle but the staple line was incomplete distally. Another device was used to continue and complete the case. There was no patient injury.